Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: (1.2), lab inr: (2.3). The time between testing was mins. Multiple drops of blood were added and took longer than 15 seconds to apply sample. Therapeutic range 2.5-3.5 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.